Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch ultramini meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. It is not known when the alleged product issue began. The patient stated that she obtained the results of "505 and 120 mg/dl" using the subject meter, both results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged product issue. The patient stated that she developed the symptom of "headache" (date/time not known); however she denied that she received any treatment.